Event description:
Arrow endurance catheter tip broke off during removal. Approximately 2 - 3 inches of catheter was retained in the vein. Required ir procedure using fluoroscopy and ultrasound guidance to remove. Retained piece removed in its entirety. FDA safety report ID# (B)(4).